Event description:
The user facility reported that there was a loss of flow and decreased oxygenation of the blood in the extra-corporeal circuit during a bypass procedure. Several actions were taken, such as adjusting the cannulation, but they failed to remedy the situation. The oxygenator was determined to be occluded and was changed out for a second oxygenator and reservoir unit. The pt received a blood transfusion and the procedure was completed successfully with no further complications. The reported blood loss due to change out was estimated to be 2500-3000-cc. The pt has reportedly been discharged to home.